Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial flutter in the pulmonary vein, faradrive steerable sheath clear was selected for use. It has been mentioned that during aspiration while inserting a catheter into the sheath, air entrainment was noted. The air remained even after aspiration. Cs catheter was inserted into the patient's body when the air was observed. Pressure bag was used for irrigation. The guidewire was just sticking out a little from the tip when farawave was inserted. The procedure was completed successfully by using a different device. No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial flutter in the pulmonary vein, faradrive steerable sheath clear was selected for use. It has been mentioned that during aspiration while inserting a catheter into the sheath, air entrainment was noted. The air remained even after aspiration. Cs catheter was inserted into the patient's body when the air was observed. Pressure bag was used for irrigation. The guidewire was just sticking out a little from the tip when farawave was inserted. The procedure was completed successfully by using a different device. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has been received for analysis. No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The complaint allegation was confirmed. Additionally, correction to the initial MDR in block(s) initial reporter phone, initial reporter fax (e1) and init rptr also sent rep to FDA (e4), in section e - initial reporter.